Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple reload misfired and a new reload was delivered to the sterile field. One of two lot numbers and one of the two expiration dates involved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple reload misfired and a new reload was delivered to the sterile field. One of two lot numbers and one of the two expiration dates involved. There was no reported patient outcome.